Manufacturer narrative:
Report date: 11feb2019. Date rec'd by MFR: 07feb2019. The customer performed testing to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 21jan2019. No reporter phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported unit is getting clinical alarms that will not clear. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.